Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing and greater than three seconds of asystole. No additional adverse patient effects were reported. This crt-d remains in service.